Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) noticed touchscreen locking. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse replaced the video generator board (0670-00-1182). The fse then performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The following was performed by a technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the video gen. Board. This part was received with a reported unit failure message of touch screen lockup. Performed visual inspection of this part received and part looks to be in good condition. Installed the video generator board into the cardiosave test fixture and tested to the factory specifications. The failure analysis and testing department could not verify the failure of touch screen lockup. Video generator board passed testing. Retaining the video gen. Board in the fat dept.

Event description:
N/a.